Manufacturer narrative:
The date the issue first occurred as well as the awareness date of a stryker employee were both (B)(4) 2016. The manual entry on the record was mistyped to state (B)(4) 2015.

Event description:
It was reported that the operon's table top sections are allegedly experiencing unintended motion. There was no patient involvement, injury or adverse consequence reported.

Manufacturer narrative:
It was reported that the joint block/lock allegedly is cracked and is not holding in place. A stryker field service technician (sfst) was dispatched for further investigation. Upon arrival, the sfst was informed by the customer that the biomed department has requested the work order for stryker and plan to perform the repair utilizing their own staff. There was no patient involvement, injury or adverse consequence reported. Customer repairing in house.

Event description:
It was reported that the operon's table top sections are allegedly experiencing unintended motion. There was no patient involvement, injury or adverse consequence reported.